Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a pump exchange, the surgeon was inspecting the distal end of the driveline and found droplets of blood on the interior portions of the driveline connector, below the pins. Upon inspection of the tunneling bullet it appeared to have leaked during use. No patient harm was reported. No additional information was provided.

Manufacturer narrative:
The tunneling bullet was returned for evaluation and photos of the driveline connector were submitted for evaluation. The photos showed blood droplets within the pin area of the driveline connector. Examination of the tunneling bullet found dried blood residue within the bullet threads and in the space between the main body and the cone section of the tunneling bullet. Additional dried blood residue was observed inside of the o-ring area of the driveline portion of the tunneling bullet. No blood was visible inside the main body of the tunneling bullet. The o-ring appeared to be properly seated and there was no evidence of damage to the housing or threads. The tunneling bullet was attached to a test driveline and submerged in water for over 30 minutes. Upon completion of the test, no fluid was observed within the tunneling bullet or the driveline connector. The reported event could not be reproduced. However, similar incidents have been reported and the issue has been addressed through the corrective and preventative action process. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.